Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was 481 mg/dl. Customer changed out the cartridge, infusion set tubing/site.

Manufacturer narrative:
(B)(6) 2014 - follow up: customer's blood glucose level increased to 197 mg/dl. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.